Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg reached end of service (eos), and patient lost therapy. It is unknown if ipg depleted prematurely. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that surgery took place wherein the ipg was explanted and replaced to address the issue.